Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error that they were unable to clear. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.